Manufacturer narrative:
The devices was not returned for evaluation. No images were provided. Medical records were provided and reviewed for three of the reported devices. The investigation has confirmed filter tilt for two of the reported devices, and found it to be inconclusive in the other two; retrieval difficulties were confirmed for three of the reported devices and found to be inconclusive in the other. The devices were labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a device malposition and was allegedly difficult to remove. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the four reported patients, age, weight, and gender were not provided for one patient. The other three patients were reported to be female. Ages were reported to be (B)(6), (B)(6), and (B)(6) years old. One was reported to weigh (B)(6), no other weights were reported.